Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7086810.

Event description:
It was reported that the patient had a large hematoma due to a not device related fall. The hematoma was directly under their midline incision and right over the paddle. There was an extremely large swollen mass midline back that was causing pain that radiated around entire thoracic spine. Imaging showed that the swelling and pressure was compressing the spinal cord. The patient underwent explant procedure. No device malfunction suspected. Patient was expected to fully recover. The explanted device components were discarded.